Manufacturer narrative:
Additional information: d10, h3, h6. H10: one actual sample was received for evaluation. A visual inspection noted a pull ring cap that was detached from the adapter catheter. The reported condition was verified. The cause of the condition could not be determined, however, the probable cause is related to the assembly during manufacturing or device handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue cap (blue pull ring) of the transfer set ¿fell off¿ in the packaging. This issue was noticed before patient use, "before opening the packing". There was no patient involvement. No additional information is available.